Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was recently hospitalized for high blood glucose and diabetic ketoacidosis. The incident was previously reported. Additionally, the customer had an infusion set leak at the time of call and wanted to change her infusion set. The patient's blood glucose was 328 mg/dl a the time of incident, which had since increased to 532 mg/dl. The customer used the insulin pump to treat and noticed an infusion set leakage. The needle had a slight bend to it, but nothing severe. The customer's husband was advised on how to change his wife's infusion set. Troubleshooting was declined for the high blood glucose. The infusion set will be returned and replaced.